Manufacturer narrative:
Image review: four images of the event reported were provided were provided for review. There is no executive summary or CT provided for anatomical considerations. It was reported that the fluoroscopic valve check had a crown overlap before the 4th node. Medtronic cannot confirm if the valve was a good load or a misload, but there is evidence of possible overlap past the fouth node. It is best to do a 360 degree rotation to identify if the valve is loaded correctly. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. A pre-implant balloon dilation was performed prior to the valve implant. The valve was attempted to be implanted and an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. The infolded valve was recaptured, removed and replaced with a new valve. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in its original box and jar, fully submerged in a clear solution. The valve was slightly discolored, showing evidence of blood contact. The valve was received in a compressed state with the frame slightly distorted. All leaflets exhibited signs of creases and frame imprints. As received, all leaflets appeared open. All commissures appeared intact. No damage was found on the frame, although the skirt of the valve had an oval shape to it. The valve was submerged in body-temp (approximately 37 celsius) saline. The frame. The frame expanded to normal size with no abnormalities. The valve was placed in a cold saline bath to perform loading simulation per instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets. Paddle 1 was a little out of seat on one side. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted during this step of the loading process. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. To evaluate against the reported event of infolding, the valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture without issue. The valve was fully deployed. No anomalies were noted during the deployment simulation. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the valve was loaded by a certified nurse and an infold was observed on a fluoroscopy check just before the 4th node. A pre-dilation was performed with a 25 mm non-medtronic balloon. New left bundle branch block (lbbb) was observed. The valve was deployed via the right femoral artery and at 80% deployment, an infold was detected. The valve was recaptured and removed. The patient became hypotensive and cardiopulmonary resuscitation (CPR) was initiated. The blood pressure recovered. A second valve was deployed and at 80% deployment was deemed deep on the left coronary cusp (lcc). The valve was recaptured. The valve was deployed again at a depth of 3 mm on the non-coronary cusp (ncc) and 7 mm on the lcc with no paravalvular leak (pvl), no aortic insufficiency (ai), and a mean gradient of 4 mmhg. There was no calcium at the annulus or left ventricular outflow tract, only on the leaflets, and no anatomical factors were believed to contribute to the infold.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012289390); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-34 (lot: 0012103493); product type: 0195-heart valves; implant date ; explant date product ID (lot: 00122893890); product type: ; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.